Manufacturer narrative:
Device evaluation a visual inspection of the device found the coil portion was bent and fep melt. The coil was exposed in a portion of the coil. The deformation to the fep is consistent with what can occur when uneven or lack of compression is applied during activation. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional test; the catheter was tested according to specification. The device passed the e+/ e- test, the multimeter displayed 86.1ohms. The measurement was within the acceptance criterion (80 ohms to 113 ohms). The device passed the test tc+/ tc-, the multimeter displayed 110.9 ohms (photo 17), the result was inside the specification of less than or equal to 250 ohms. The value obtained from the resistor 1 test was 13.74 kohms (photo 18), which was within the acceptance criterion for this test which is defined between 13.43 kohms to 13.97 kohms. The last test was resistor 2, the value obtained was 8.08 kohms (photo 19) and was inside the specification for this test (7.90 kohms to 8.22 kohms). The catheter was connected and recognized by both the rfg3 lab generator when plugged in. The expected low temperature advisory was displayed when activated. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use closurefast ablation device along with a rf generator during procedure to treat the great saphenous vein (gsv). The lumen was flushed prior to use. IFU was followed. Catheter not responding/recognized occurred. It was reported that after the catheter was connected to the device, it could not be started normally. The compression of temperature and heating element was not inhomogeneous. The generator was power-cycled and the issue remained. Another catheter was used with the same generator to complete procedure. The vein closed. There was no patient injury. When the device was returned to the manufacturing facility it was noted that the device was damaged.